Event description:
During service testing, the baxter repair tech reported an infusion pump with a condition of depleted batteries. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event. Although baxter attempted to obtain info, details were not available regarding additional contact info, pt demographics, medication involved, or pump programming. No additional info is known.